Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited oversensing, short v-v intervals, noise and one non-sustained ventricular tachycardia episode. It was suspected that the lead was interacting with a previously capped rv lead. The current lead was reprogrammed and remains in use. Lead extraction has been planned for the future. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.